Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) it was reported that they patient was hospitalized due to chest pain after the procedure. Patient also reported that the device shock them when they turned it on. No further complications were noted or anticipated